Event description:
Caller reported a minimum fill notification and experienced an issue with reusing a cartridge instead of loading a new one. There was no reported impact to the customer¿s blood glucose level. Customer, with guidance from technical support, successfully filled and loaded a new cartridge onto the pump and resumed insulin delivery.